Event description:
It was reported by the customer that their insulin pump was alarming button error and moisture was trapped underneath the display screen. Customer stated they do not recall any significant events that led to the event or if the device had been dropped, but they were practicing football when the event occurred. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 90 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad traces. No button error alarm. Minor scratches on lcd window, cracked display window corners, cracked reservoir tube lip. No unexpected vibrating anomaly noted during our testing. No moisture damage on electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).